Event description:
Customer alleged blood glucose results of 204mg/dl and 108mg/dl when testing was performed back-to-back on the aviva system. Customer reported having no symptoms and did not treat/act on results. No adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and a replacement product was sent.